Event description:
The customer complains about broken membrane during the first use. Blood flow rate: 60 ml/min. Tmp: 500mmhg. Machine ak200 ultra 6. There was no serious injury and no blood-loss. The patient suffered no harm and no medical intervention was necessary

Manufacturer narrative:
Internal blood leaks can occur to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.